Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/22/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 133mg/dl and 138mg/dl - fasting. Customer is concerned with reading of 107 mg/dl on (B)(6) 2015 at 08:16am - fasting. Customer received a reading of 89 mg/dl yesterday (B)(6) 2015 at 11:00 am and customer received a reading of 115 mg/ dl at the paramedics. Customer normal results are 110 -130 mg/dl. Customer was unable to retrieve more results from the memory.